Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, the customer did not know the cause of the elevated bg level. The customer stated that two 15 unit boluses and one 12 unit bolus was delivered to stabilize bg level; however, the customer stated it had "little to no effect" on his bg levels. The customer administered a manual injection of 15 units and stated his bg levels instantly went down from 600 to 269 mg/dl. During the system check with tandem technical support (cts), it was confirmed that there were no issues found with the pump. The customer requested a follow up call to ensure bg levels have come down to target. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.